Event description:
It was reported that the diameter setting of the imaging system changed. The user's image point of measurement at video loop 3 was recorded as 2.2 mm in diameter; however, at video loop 4 the same image point of measurement was recorded as 1.4mm in diameter.

Manufacturer narrative:
(B)(4). The MFR shipped a replacement system on (B)(4) 2012 and there have been no further incidents reported. The MFR believes that the root cause is associated with the field of view settings and is continuing to investigate the root cause and to determine if there is a corrective action required. A supplemental report will be submitted when the MFR's investigation is complete.